Event description:
In 2006, a nurse reported a physician was concerned the acticoat may be causing the patient's creatinine levels to increase. Acticoat was being used to treat bilateral lower leg venous ulcers, involving most of the lower legs. The patient had chf, and the legs swelled often. Prior to acticoat application, bacitracin and gentamicin were used. Excessive drainage and odor resulted in acticoat being changed more often. The physician was concerned with the wound being so open and large that creatinine levels were increasing due to more silver in the system. On the following day, the patient's condition was reported as stable. On the 4th day, the nurse was contacted for follow-up and additional information. The nurse reported the patient passed away in 3 days earlier no cause of death is noted.

Manufacturer narrative:
H3: a customer sample from the reported lot was forwarded to pharmaceuticals for evaluation. The investigation response is still pending completion and receipt by smith & nephew. H6: according to smith & nephew's medical advisor, there is no basis to conclude that the smith & nephew product played any significant role in the patient's medical problems. The patient had multiple serious medical issues, including prostate cancer, hypertension, congestive heart failure, chronic lung disease and renal issues for many years. In addition, the patient had many allergies. The patient was admitted to the hospital with evidence of renal insufficiency, and during the course of the hospitalization, was treated with a variety of medications. Acticoat was started as a concomitant treatment of large, cellulitic ulcers of the legs at a point in time when the creatinine levels were already elevated. The acticoat use was stopped after a very short time because the patient's creatinine levels increased. After further deterioration in the patient's other multiple medical problems, the patient died. In the opinion of smith & nephew's medical advisor, the use of acticoat was appropriate, and there is nothing to suggest that the brief time that acticoat was used had any relationship to the patient's renal dysfunction or elevations in creatinine.